Event description:
Reporter states that implant had worked its way out of inner most package and was found floating inside the outer package. The seal in the inner package had been compromised. There was no adverse consequence for the pt or delay in surgery or anesthesia time.